Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill gauge was inaccurate and a continuous glucose monitor (cgm) error was received. Customer declined tandem technical support's offer to reload the cartridge. Cts assisted the customer with resetting the pump. Customer declined further follow up to confirm if cgm session resumed. Blood glucose was 157 mg/dl.